Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 pump for mechanical circulatory support. Upon initiation of flows, a placement signal unreliable alarm appeared. The pump was subsequently replaced to resolve the noted failure. There was no patient harm.

Manufacturer narrative:
The investigation into optical signal issue has been completed. No visual abnormalities were noted on returned pump. Pump passed laser continuity testing, no biomaterial was present on pump. Returned pump optical parameters were within a normal range. Pump was run in a bucket of water for approximately 20 minutes and no psnr alarm was reproduced. No data logs were returned for evaluation. Clinical details noted a psnr alarm was noted in the field after pump was initiated. The root cause of the optical signal issues cannot be determined as limited clinical details were provided and no data logs were returned. E4 should have been left blank on manufacturer device report 1220648-2024-20692.